Manufacturer narrative:
(B)(4). Correction: based on the design of the returned sample for MDR# 1036844-2015-00173 and the source of this report, the catalog number, common device name, brand name, 510(k) have been updated.

Event description:
It was reported the procedure was being performed in the intensive care unit. After the catheter was inserted they were removing the peel-away sheath. The one orange tab broke off at the proximal end when the hub was cracked for removal. The clinician was able to remove the sheath without any intervention. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). A sample will not be returned for eval.